Event description:
Spontaneous report. Pt's mom reports curlin pump malfunction. Mom states that during last infusion, pump kept stopping and continuously beeping. Home health nurse changed out tubing and tried restarting pump to troubleshoot, but it continued not to work. At that time infusion administration was switched to via gravity to complete therapy. Advised mom that pump exchange can be performed, and psr continued call for scheduling. No clinical harm or injury was experienced by pt due to pump malfunction; pt was able to complete infusion via gravity. Pump w/ sn# (B)(6) is available for investigation, and will be exchanged for a new one. Reported to (B)(6) by pt/caregiver.